Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution and initial reporter first name. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generation change it was noted that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited shock lead impedance (sli) measurements that were approximately 40 ohms when connected to the prior can but when connected with the proximal coil sli measurements were greater than 200 ohms. Impedance measurements on the old can were normal and the proximal coil connection was good. The health care professional (hcp) did not want to reconnect to the old can so they tried to program the rv to the new can and perform defibrillation threshold (dft) testing. The patient had appropriate therapy on the old can, ultimately the hcp planned to re-perform dft. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a generation change it was noted that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited shock lead impedance (sli) measurements that were approximately 40 ohms when connected to the prior can but when connected with the proximal coil sli measurements were greater than 200 ohms. Impedance measurements on the old can were normal and the proximal coil connection was good. The health care professional (hcp) did not want to reconnect to the old can so they tried to program the rv to the new can and perform defibrillation threshold (dft) testing. The patient had appropriate therapy on the old can, ultimately the hcp planned to re-perform dft. No adverse patient effects were reported. This device remains in service. Additional information was received that dft was successfully reperformed in single coil vector. The hcp plans to leave the patient's device in this vector and will have regular follow-up. No adverse patient effects were reported. This device remains in service.